Manufacturer narrative:
Other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing. The customer stated problem was duplicated. Cannot start pump with -air in-line- error message was found during investigation. Event history log was reviewed and the error was found multiple times. Air detector sensor was defective and inoperable so it was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that during volume testing of this smiths medical cadd solis vip pump, the pump exhibited air in line error. No patient injury reported.